Event description:
The customer reported that their device was not powering on with either ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
The device was returned to physio-control for evaluation. Physio evaluated the device and verified the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb assembly to the pcb stack and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the flex cable assembly appeared to be bent and worn.

Manufacturer narrative:
(B)(4). Physio-control has made several contact attempts to reach the customer to determine the status of the device evaluation but the customer has been unavailable. It is unknown if the device has been repaired or returned to service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.